Manufacturer narrative:
Product has not yet been received by manufacturer, therefore, investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.

Event description:
The event is reported as: during a procedure the clip broke when the applier was closed. It broke into 2 equal parts. All clip parts were recovered and removed. No injuries reported.